Manufacturer narrative:
Device was used for treatment, not diagnosis. Age or date of birth, weight, ethnicity: patient age at time of event, weight, ethnicity and race was not provided for reporting. Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for one (1) band-aid sheer bandages unspecified USA. Lot # and UDI # are not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A device history review has not been completed as the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with an unspecified (B)(6) sheer bandages. The consumer used the (B)(6) for a cut on her arm. The consumer states that the use of the product gave her a reaction and caused a serious infection not from the cut but from the adhesive. The consumer sought medical attention and received levaquin as an intervention. The symptoms have resolved.